Event description:
The customer reported that the system's data was scrambled on the hard drive and saved cine images prior to (B)(6) 2011 were missing. This was noticed outside of a case and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the stat hard drive. The system software was reloaded and also the configuration and the calibration files. The system was tested and found to be working as intended and put back into service.